Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual and tactile examination of the returned uromax ultra balloon dilatation catheter revealed a kink on the balloon catheter at the base of the strain relief. The balloon was not folded or wrapped around the shaft of the device. The device was attached to an encore inflator and the inflated to its rated burst pressure with no leaks noted. A vacuum was applied and the balloon deflated with no issues noted. No other defects were noted with the device. The device evaluation did not confirm the reported event. The most probable root cause for the event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst at 12 atm inside the patient during the procedure. The balloon stayed intact. The physician completed the procedure with another uromax ultra balloon dilatation catheter and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst at 12 atm inside the patient during the procedure. The balloon stayed intact. The physician completed the procedure with another uromax ultra balloon dilatation catheter and the patient's condition at the conclusion of the procedure was reported to be "fine."